Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit were reviewed, and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported an adhesive issue with the adc device. The customer indicated that the adc device detached prematurely after two days of wear. The caller further reported the customer "glued" the sensor back on and obtained a recurring lo scan (readings less than 40 mg/dl). The customer was treated with three sachets of sugar, however, after an unspecified amount of time became hyperglycemic. Paramedics were called and upon arrival obtained a result of 377 mg/dl on their meter and treated the customer with insulin (dose/type unknown). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. No physical damage was observed on the returned sensor patch and no issues were observed with the returned sensor adhesive. No malfunction or product deficiency has been identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported an adhesive issue with the adc device. The customer indicated that the adc device detached prematurely after two days of wear. The caller further reported the customer "glued" the sensor back on and obtained a recurring lo scan (readings less than 40 mg/dl). The customer was treated with three sachets of sugar, however, after an unspecified amount of time became hyperglycemic. Paramedics were called and upon arrival obtained a result of 377 mg/dl on their meter and treated the customer with insulin (dose/type unknown). There was no report of death or permanent impairment associated with this event.